Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the migrated lead was repositioned to address the issue and an additional lead was added. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported x-rays showed patient's lead has migrated and patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.